Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('post essure/myself bleed so bad') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and post procedural haemorrhage ("two weeks after surgery I bleed twice like someone opened a artery"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the genital haemorrhage and post procedural haemorrhage outcome was unknown. The reporter considered genital haemorrhage and post procedural haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: post procedural hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event medical device removal pt was updated to genital bleeding. Follow up 1,2,3,4 processed together. On 23-mar-2020: social media pfs received: reporter added. On 23-mar-2020: content received from social media: new event was added as "post procedural hemorrhage". New reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.